Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the stimulation suddenly stopped completely, and the implant won't work. The patient reported that they were in extreme pain. The patient reported that when the stimulation shut off their leg gave out. The patient reported that they were homeless and sleeps outside on the concrete, so they wondered if sleeping on hard surface could've damaged ins. The patient is homeless and currently has no healthcare professional